Event description:
It was reported the patient experienced pain for the last eight months while stimulation was on. The patient had not attempted to turn off stimulation to observe pain symptoms. It was noted the patient developed a red bump/spot four inches below the implantable neurostimulator (ins) site which burned, cleared up, and then came back again. The patient had experienced the red bump for the past 6 months and it was not addressed by her healthcare provider (hcp). It was also noted the patient was placed lortab for pain and she was becoming addicted to it. It was reported "strength was about 7.5." It was also noted the therapy was no longer working well for the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v279910, implanted: (B)(4) 2009, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).